Manufacturer narrative:
Internal file number - (B)(4). Correction: date of implant. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery that was 80% stenosed and moderately calcified. After the supera stent was deployed, the thumb slide was difficult to retract, and the stent delivery system was difficult to remove. Upon removal, it was noted that the tip separated and remained in the patient. A cut down procedure was performed, and the separated tip was successfully removed. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.